Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. At an unspecified time, the customer reported that the nurse disconnected the option-lok male adapter of the tubing set from a needleless valve connector. At this time, it was reported that the tip of the option-lok male adapter of the tubing set broke off inside the needleless valve connector. The tubing set was replaced and the therapy was resumed. There were no reports of adverse pt effects and no reported delay in therapy critical to the pt. No medical intervention were required. No add'l info was provided.